Event description:
The customer reported multiple no delivery alarms during normal use. The customer also stated that, when the alarms occur, the reservoir appears to be empty, but the reservoir volume will show that there are still 60 units left. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. Unable to perform the excessive no delivery alarm test due to a motor anomaly.